Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4.1 failed, was not detected on the bus, and required maintenance. The customer attempted troubleshooting by rebooting the station and trying to recover the drawer. They also unplugged and plugged in the power cable, but the issue persisted. Finally, the back panel was opened and checked; however, the issue still persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. The field service engineer (fse) shut down the station and cleaned the inside of the back panel, then reseated the pyxibus cable. The station was restarted, and the pockets were detected. Customer was tested on the main application, and all results were satisfactory. The system functioned as intended after the field service engineer repaired the device.